Event description:
It was reported that during a procedure the tps handpiece cord caused the handpiece continue to run when the trigger was no longer activated. There was no patient or user adverse consequence associated with this event. The procedure was completed successfully with another cord.

Manufacturer narrative:
The reported event of handpiece run on was not duplicated. The cable was found to function normally during all simulated use testing with a handpiece. There were also no failures found with the cable during the visual inspection.

Event description:
It was reported that during a procedure the tps handpiece cord caused the handpiece continue to run when the trigger was no longer activated. There was no patient or user adverse consequence associated with this event. The procedure was completed successfully with another cord.

Manufacturer narrative:
Investigation is in progress. A follow-up will be filed upon completion of the investigation.